Manufacturer narrative:
The investigation conducted by the isi field service engineer concluded that system error code 16 was associated with a patient side manipulator (psm) setup-joint axis. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The setup-joint (suj) is a non-motorized support arm which holds a patient side manipulator (psm) during surgery. The system was repaired by replacing the affected suj. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 16 is reported by the software to denote communication faults in the low voltage differential signal carrying information about the psm. Upon determining this condition, the system records the fault and transitions to a safe state. The suj was returned for failure analysis evaluation. Engineering was able to replicate the reported failure and replaced all internal electrical cables to address the system error codes experienced by the customer. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si surgical procedure the site experienced system error code 16 and lost power on a patient side manipulator (psm) arm. With the assistance of an isi technical support engineer the site restarted the system and tried to manually reposition the psm, however the psm did not regain power. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.